Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product dft315-615 that is sold in the united states under (PMA/510(k) # (p930014). A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens(iol) implant procedure the lens haptic was damaged. There was patient contact and no patient harm. Additional information has been received and stated that the surgery was completed with the back up lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The other haptic was broken in the distal area and has cracks in the posterior optic or haptic junction. Product history records were reviewed and the documentation indicated the product met release criteria. Associated cartridge and handpiece information was not provided. A viscoelastic was indicated that is qualified for use when used with a qualified company cartridge and handpieces. The reported damaged haptic was observed. A bent haptic and a broken haptic were observed. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).